Event description:
It is reported that there is only 1 pin left inside the oscillating saw attachment to support the blade. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.